Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, increase of thresholds, low impedance and decrease of impedance. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.